Event description:
The surgeon reported he inserted a cq2015a collamer aspheric three piece lens into the pt's right eye. The second loop would not stay in the posterior capsular bag, inferiorly as through it had lost its elasticity. This was attempted three times with each lens but the inferior loop continued to prolapse into the anterior chamber, anterior to the iris. The lens was removed and discarded. There were two lenses used in this incident with the same results. A third lens, an anterior chamber lens was implanted. A suture was used to close the wound. See MFR #2023826-2013-00291 for the first lens.

Manufacturer narrative:
(B)(4). Method - lens work order search medical review. Result - a lens work order search was performed and no similar complaint was found within the same work order. Medical review - review of this file indicates that the surgeon performed extracapsular cataract extraction and could not effectively implant the haptics of this lens in the bag at the inferior portion. Another lens with same model and diopter was attempted to be implanted with the same problem. The surgeon thinks that the iol haptics had lost it's elasticity. An anterior chamber lens was implanted prior to wound closure. There is no adverse event associated with this case. Conclusions - no conclusion can be drawn. The product pertaining to this event was discarded. Based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).